Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: additional information requested: can you please confirm if there was bleeding as a result of the device issue? If yes, how much blood loss was there (mls)? If yes, was a transfusion required? Was the procedure altered in any way due to the device issue? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the clips did not move into the device. The device cut the vessels instead of placing clips, bleeding risk. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: batch # = m9152u. The analysis results found that the msm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 15 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.